Manufacturer narrative:
Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.

Event description:
Device report 2 of 2: reference MFR report: 1627487-2012-09218. It has been reported the pt feels stimulation in the desired pain pattern with inadequate pain relief. Pt stated the stimulation is unable to control his pain. In addition, the pt also reported that occasionally the stimulation suddenly stops and shortly after comes back on. X-rays did not reveal any anomaly regarding the position of the lead and the ipg. The pt has been reprogrammed to no avail. The pt is working with his physician to determine the next course of action.